Event description:
The device caring 24 medical alert was plugged into the wall at my residence and all of a sudden it started sparking in the area touching the couch then my grandson pulled the device out of the wall yelling to me its on fire and the sparks burned his finger. Within twenty minutes the ems arrived. We explained the incident to them, they looked at his hand and stated follow up on his injury.